Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level of over 500 mg/dl. Reportedly, the cause was the customer had bronchitis and pneumonia. The customer attempted to resolve the issue by delivering a correction bolus, drinking fluids, and testing for ketones. Additionally, the customer set a higher temporary basal rate. The customer went to the emergency room (ER) where intravenous fluids and insulin was administered to try to resolve the issue. Subsequently, the customer was admitted to the hospital where unspecified treatment was administered to address the elevated bg. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage.